Manufacturer narrative:
An outside of united state (ous) customer reported that atellica im 1600 td im cleaner content was leaking from the bottle into the bag that it was received in which leaked into the operator's face and eyes. Siemens is investigating the issue.

Event description:
A customer reported that atellica im 1600 cleaner content was leaking from the bottle into the bag that it was received in which leaked into the operator's face and eyes. There are no known reports of patient intervention or adverse health consequences due to the incident.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00243 on 30aug2022. Additional information (14dec2022): an outside of united state (ous) customer reported that atellica im 1600 td im cleaner content was leaking from the bottle into the bag that it was received in which leaked into the operator's face and eyes. Customer could not provide photos or lot information. The bottles were discarded in line with their lab protocol/spillage procedure. A review showed that the leakage was contained in the overwrap bag, which was designed to prevent risk of any harm to the customer and/or environment. This was found to be a non-systemic and isolated event. The instrument is performing according to specifications. No further evaluation of this device is required.